Event description:
It was reported that this right atrial (ra) lead shows heavy artifacts upon device manipulation, failure to capture at maximum output and pacing impedance values greater than 3000 ohms since (B)(6) 2025. Technical services (ts) discussed these are signs of potential lead impairment and lead replacement was recommended. The lead remains in service at this time. No adverse patient effects were reported.